Event description:
Alcon clear care contact lens cleaning and disinfection solution has changed its container for cleaning rigid gas permeable lenses so that much of the disinfecting solution, 3% hydrogen peroxide, oozes out of the disinfection container. The cap is no longer vented with a hole on top to gradually release pressure and avoid excessive overflow. Concern is that lenses do not spend enough time in hydrogen peroxide solution to be fully cleaned and sterilized, and remain in neutralized solution when disinfection is finished.